Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 180mg/dl fasting. Verified test strips expire 04/30/2017. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). The customer is concerned with the results over 180mg/dl, results of 276,343 ,566 and in the meter's memory. Customer took all the blood results fasting and stated they are too high so the product is not working. Customer has had no symptoms of high blood results. The customer is not available to perform the back to back blood test. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 180mg/dl fasting. Verified test strips expire 04/30/2017. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory: 1:276mg/dl (B)(6) 2015 09:49:00 am fasting:yes. 2:343mg/dl (B)(6) 2015 09:47:00 am fasting:yes. 3:172mg/dl (B)(6) 2015 11:44:00 am fasting:yes. 4:566mg/dl (B)(6) 2015 08:41:00 am fasting:yes 5:216mg/dl (B)(6) 2015 09:51:00 am fasting:yes. The customer is concerned with the results over 180mg/dl, results of 276,343 ,566 and in the meter's memory. Customer took all the blood results fasting and stated they are too high so the product is not working. Customer has had no symptoms of high blood results. The customer is not available to perform the back to back blood test. Adverse event not reported.